Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug-eluting stenting treatment procedure, the shaft of the 3.00x16mm taxus liberte drug-eluting stent (des) was kinked while advancing the device to the distal left anterior descending artery (lad). The lesion was pre-dilated with a 2.5x20mm maverick balloon. The procedure was completed with another of the same device, and no patient complications were reported. However, returned product analysis revealed a break that occurred in the hypotube approximately 53 centimeters distal from the strain relief.

Manufacturer narrative:
The device was returned in two sections as a result of a break that occurred in the hypotube. The break was located at approximately 53 centimeters distal from the strain relief. This type of damage is consistent with excessive force being applied to the device. The device appeared to have been kinked at the point of separation. Therefore, the hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to the complaint incident. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint is unknown.